Event description:
It was reported that a patient presented with episodes of post-paced t-wave oversensing that resulted in non-sustained right ventricular oversensing on their implantable cardioverter defibrillator (ICD). No intervention was reported. There were no patient consequences.